Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a backup insulin therapy. Technical support arranged for a replacement pump to be sent. Instructions were provided to the customer on how to put the pump into storage mode and to return the defective pump within 10 days using a prepaid label.